Manufacturer narrative:
Section b3: event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a proteus abscess on the left chest wall treated by surgical debridement in (B)(6) 2024.

Manufacturer narrative:
Section b3, b5, h6 (health effect impact codes): updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided on 30jul2025 that the patient had been admitted on (B)(6) 2024 and discharged on (B)(6) 2024. The onset date of the infection was (B)(6) 2024 with cultures that identified proteus. Clinical symptoms included left-sided chest pain. The infection was resolved after debridement. The patient was continued on cefepime 2g intravenously until transplant on (B)(6) 2025 (MFR# 2916596-2025-04518).

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.